Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to remove pump from case, try different button presses, and connect pump to a known working power source, but display still did not turn on while red light blinked and pump vibrated repeatedly, so pump was determined to need replacement under warranty. Customer planned to use multiple daily injections as backup insulin therapy, received instructions for placing pump in storage mode and returning it with a prepaid label, and was advised to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, which customer understood and acknowledged.